Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/-5; cat#: 6570-0-036; lot#: 52348702. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of a right total hip due to (competitor) cup loosening and infection. Our stem and head where used in the original surgery. Cup and liner were not stryker. The stem was kept in this revision and we revised the head, liner, and cup to a unitrax unipolar head with a sleeve. This will be used as a temporary antibiotic spacer until infection clears.

Manufacturer narrative:
Reported event: an event regarding infection involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported 'revision of a right total hip due to (competitor) cup loosening and infection. Our stem and head where used in the original surgery. ' all stryker products are sold as sterile either by being validated to a minimum sterility assurance level sal of 10^-6 or aseptically filled under a validated process in accordance with applicable external standards the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.